Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. Beginning (B)(6) 2011, the patient received treatment with injection fortum 1gm, once daily ip and injection tobramycin 60mg, once daily ip, both of which continued. At of the time of this report, the patient remained hospitalized and the peritonitis was resolving. Pd therapy was ongoing. The consumer believed the event of peritonitis was unrelated to pd therapy.